Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that their front teeth hit each other. Their dentist has strongly suggested that they discontinue the aligners. Their dentist informed them that misalignment of their front teeth can cause cracking and chipping overtime.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.